Event description:
(B)(4). Red, bumpy rash throughout stomach, back, chest and upper thighs. No allergies known, no change in detergents, soaps, lotions etc. Frequent migraines. Irregular menstrual cycles. Including large clots, pain with use of tampons, painful intercourse, lack of sexual desire, depression.